Manufacturer narrative:
Unit was received with scratched lcd window, cracked case at display window corners, broken reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was cracked and had pieces missing. The customer stated that the due to the damage, the reservoir was able to fall out. Blood glucose level at the time of the incident was 244 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The information provided for date of this report in the initial medwatch report was incorrect. The correct information has been provided with this report.